Event description:
I wear acuvue oasys contacts for astigmatism. Ordinarily I love these contacts, however this last batch I received has a problem. Some of the lenses arrived folded in the packaging (individual little packets), and 4 out of the 6 lenses in the package hurt my eye and are unwearable. I saved 2 of the faulty contacts and the package. The lot number b00l/w4ro7r. Thank you, prescription-4.50-0.75 0.10.